Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) performed trouble shooting with the customer and it was found that hand switch self-test failed. Review of the system log file showed that the geometry errors. The rse advised the customer to check the hand switch. The customer confirmed that the manual switch was accidently pressed. Once the hand switch was released, the system was turned back on and returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movements were not available. There was no reported patient or user harm. A philips remote service engineer (rse) performed trouble shooting with the customer and it was found that hand switch self-test failed. The rse advised the customer to check the hand switch. The customer confirmed that the manual switch was accidently pressed. Once the hand switch was released, the system was turned back on and returned to use in good working order. Philips has started an investigation of this complaint. A follow-up report will be submitted when further information is received.